Event description:
This procedure was performed in another country: the tip with 10cm of the catheter (inside) are left in the pt. Physician used a snare and was able to pull it out. Pt is doing fine.